Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. During the investigation the fse found the instrument with the hybrid arm not moving on y axis. The instrument was resetted and the hybrid arm started initializing correctly. The pmd2 board was replaced as a preventative measure. The fse verified proper operation and replaced damaged sorter suction cup and performed sorter alignments. Instrument is functioning as intended and was released. The most probable cause for this event is pmd2 board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 the customer reported error 2151 hybrid arm /cup transfer cup pickup failure and 4241 hybrid arm y-axis home detection failure. Customer requested service in order to address the reported issue which resulted in delay reporting of results for e2, prl, lhii, bhcg and pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.